Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rt obtained a blood gas when the masimo pulse oximeter (philips monitor with masimo in mms) reading 94 percent, the blood gas reporting a measured spo2 from co-oximeter reading of 90 percent. The pt was extubated as of (B)(6) 2014. The rt was concerned regarding the discrepancy between the blood gas that is reporting a measured saturation from the co-oximeter and pulse oximeter reading. The customer is confident of good sensor placement.